Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance and loss of stimulation were identified with the lead 977a275 5mm compact 1x8 magnetic resonance imaging (MRI) and the implantable neurostimulator 97715 intellis adaptivestim pain during a routine impedance check. The patient had not used the stimulator for approximately three years due to getting tired of charging. The implantable pulse generator (ipg) was coming due for replacement, and the patient was agreeable to both ipg and lead replacement. The patient recalled a fall from a ladder a few years prior, though the stimulator was not in use at that time and it was unknown if the fall contributed to the high impedance. The issue was ongoing, and attempts were made to program on the somewhat usable electrodes, but minimal to no patient perception of stimulation was achieved and out-of-range values continued to be reached. The patient was being referred for replacement of the ipg and leads, but no procedure had been scheduled. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the date of the device explant has not yet been scheduled. The cause of the high impedance was unknown. The actions being taken to resolve the high impedance is to explant the patient¿s current leads and replace with new leads or a paddle. This has not been scheduled yet. The issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.